Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-06971) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient received a patient notifier alert for premature battery depletion which was also noted on a merlin at home transmission. The device was explanted and replaced. The patient is doing well.